Manufacturer narrative:
Based on the claim against the product by the customer noting that the suction irrigator instrument tip broke, an investigation was completed to determine the cause of this reported event. As of the date of this report, intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure the tip of the suction irrigator instrument broke. There was no further information provided. There were no reports of patient injury.